Event description:
One thromcat kit was used to treat thrombus in an svc-lad vessel segment. The device was prepped properly and advanced without difficulty. After about 30 seconds, the operators could hear that the helix had broken and saw that it was not moving on fluoro. The device was removed and would not extract fluid when run in a saline bowl. The outer housing was also observed to be broken. A new device from the same lot was then used for the procedure with acceptable performance. No pt injury as a result, discharged from hospital the following day.

Manufacturer narrative:
The device eval has not been completed and will be sent in a f/u report.